Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by med information received by medtronic indicated that the insulin pump had a meter error, motor error alarm and motor position encoder error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that drive support cap was normal. Customer stated insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected e70 alarm anomalies noted. (B)(4).